Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag dc 0338-0089-04, lot 293720, exp jul20 5% dextrose and 0.9% sodium chloride injection. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a 1000ml bag of 5% dextrose/0.9% sodium chloride was programed to infuse at 10ml/hr with a vtbi of 20ml and the vtbi to be reset every 2 hours per facility policy. At 6:44am the pump indicated 93.6 ml had infused however the nurse observed the bag to be nearly empty. The facility's biomed tested the devices resulting in no issues were found. The customer stated "that there could have been some sort of free flow event" with the tubing. There was no clinical signs of fluid overload but the patient did receive a chest x-ray to evaluate for overload. The patient also received a 1 time dose of oral lasix to balance fluid status.

Event description:
The customer reported that a 1000ml bag of 5% dextrose/0.9% sodium chloride was programmed to infuse at 10ml/hr with a vtbi of 20ml and the vtbi to be reset every 2 hours per facility policy. At 6:44am the pump indicated 93.6 ml had infused however the nurse observed the bag to be nearly empty. The facility's biomed tested the devices resulting in no issues were found. The customer stated "there could have been some sort of free flow event" with the tubing. There was no clinical signs of fluid overload but the patient did receive a chest x-ray to evaluate for overload. The patient also received a 1 time dose of oral lasix to balance fluid status. Received a copy of the customer's medsun report from FDA which states, ¿pt was ordered maintenance intravenous fluid (mivf) to be run at 10ml/hr rn programmed IV pump at 10ml/hr and had the pump set to alarm for checking the IV site every 2 hours rn noticed at 0630 mivf 1l bag was almost empty rn immediately stopped the fluids, notified surgery and charge nurse of the incident as well as red tagged the IV pump for malfunction pump was then sent out to company for evaluation prior to sending to company, biomedical staff reviewed pump and determined that there were 5 consecutive programs all set to run rate=10 ml and volume to be infused (vtbi)=20ml".

Manufacturer narrative:
Additional information: regulatory agency reference number is (B)(4), date rec'd by MFR (user facility added). Correction: on initial report.

Manufacturer narrative:
The customer¿s report of a ¿free flow event" with the tubing was not confirmed or replicated. A measurement analysis of the set¿s silicone segment component confirmed it was within specification. Rate accuracy testing performed on the source pump module and returned administration set was found to be performing in specification. The user¿s programming steps replicated on the returned devices found no obvious programming errors, and the correct amount of fluid was infused. The root cause of a ¿free flow event" with the tubing was not identified.

Event description:
The customer reported that a 1000ml bag of 5% dextrose/0.9% sodium chloride was programed to infuse at 10ml/hr with a vtbi of 20ml and the vtbi to be reset every 2 hours per facility policy. At 6:44am the pump indicated 93.6 ml had infused however the nurse observed the bag to be nearly empty. The facility's biomed tested the devices resulting in no issues were found. The customer stated "that there could have been some sort of free flow event" with the tubing. There was no clinical signs of fluid overload but the patient did receive a chest x-ray to evaluate for overload. The patient also received a 1 time dose of oral lasix to balance fluid status.